Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the small battery drive device would sometimes turn on by itself. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
H10: depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. D10: additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was observed that the small battery drive device would not run and the electronic control unit (ecu) was damaged. It was noted that both the controller and motor were defective. It was further determined that the device failed pretest for check the off/oscillation/on switch mode function. Therefore, the reported condition that the device would sometimes turn on by itself was confirmed. However, the assignable root cause was not determined. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly.